Event description:
The customer reported the system was not displaying an image and the image was gray with black lines. No pt injury was reported.

Manufacturer narrative:
The service rep found the system to have a torn image display. He replaced the interconnect cable. System operates as intended.